Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 40 mg/dl at the time of incident. Customer¿s other blood glucose levels were 130 mg/dl. Customer treated with 30 grams carbohydrates. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer experience symptoms such as seating and shaking. Customer reported auto mode was not automatically delivering insulin at the time of event. Customer was neither in emergency room, nor admitted into hospital. Based on customer report customer does not alleging over delivery. Customer declined further troubleshooting for low blood glucose event. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. The insulin pump will not be returned for analysis.